Manufacturer narrative:
The customer has not provided the serial number of the device. Any add'l info received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the delivery of fraction of inspired oxygen (fio2) was not accurate. The customer reported they were called to the patient's room by the registered nurse (rn) because the patient's oxygen saturation by pulse oximeter (spo2) dropped to the mid 80's. The fio2 was increased by the rn to 100% but the patient's spo2 dropped to 60% while assessing. The patient was then manually ventilated, lavaged, and suctioned in order to increase the patient's spo2 to 100%. The ventilator was assessed and found to be analyzing fio2 at 21% with dialed fio2 at 100%, so the ventilator was replaced with another unit. The customer reported that the desaturation was transient and that there was no further injury to the patient.